Event description:
The customer reported that the system booted-up this morning to a black left monitor. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep checked operation and was unable to duplicate the problem reported. The machine works as intended.